Event description:
Patient post total knee replacement approximately two years ago. Appears to have an infected knee. Doctor. Would like to do a polyethylene exchange and washout of the left knee. Doctor proceeded to remove the insert irrigate and debride the total knee and re-insert a new polyethylene insert 6x9mm. Surgery was performed without incident. No further electronic medical records are available due to password security.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.